Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube and a missing end cap sticker. The back light functioned properly.

Event description:
The customer reported that the insulin pump's keypad was unresponsive. The customer also reported that the check bg alert and backlight were stuck on. The customer confirmed that she was wearing the insulin pump in her bra earlier on the day of the call. Blood glucose level at the time of the incident was 456 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.